Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alert after plugging the pump into a wall outlet and the battery depleted to 5%. The battery gauge later jumped to 100%. The customer's blood glucose level was not impacted. Ultimately, the pump was able to be charged successfully and the customer would continue to use the pump for insulin therapy.